Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs on (B)(6) 2011. Pt reported pressure or discomfort around the area where the leads may be situated (B)(6) after the procedure. It was reported that the stimulation is taking care of his chronic pain and the physician advised it was likely due to the healing process, not due to the device. No further info is available at this time.